Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. Correction: d4 and g4. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was likely due to some kind of stress problem. The most probable cause of this complaint was component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath had a damaged ceramic tip. The issue occurred during reprocessing. There were no reports of patients¿ harm.